Manufacturer narrative:
(B)(4).

Event description:
It was reported "during use in patient, immediately upon replacing the filter, water condensation is observed, and activation of alarms in ventilator due to low supplied volume, this was corrected when the filter was changed for another". No patient injury or harm reported. Patient condition unknown at time of report.

Manufacturer narrative:
Qn#(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported "during use in patient, immediately upon replacing the filter, water condensation is observed, and activation of alarms in ventilator due to low supplied volume, this was corrected when the filter was changed for another". No patient injury or harm reported. Patient condition unknown at time of report.